Event description:
It was reported that upon interrogation, the magnet rate was 98 ppm, however, when the magnet was removed loss of capture was observed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.